Manufacturer narrative:
Date of report : 16apr2019, date rec¿d by MFR : 15mar2019. Information was received that the customer replaced the "air/o2 tube assembly" and the ventilator was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The customer troubleshot with philips technical support. The customer was advised to replace the flow sensor and was provided with part number and price. No parts were returned to philips for investigation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was failing the air flow test. There was no patient involvement. The event date was not specified; estimate used.